Event description:
The customer reported a table error. Further info was received from the fse indicating that all system functions had frozen and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The table potentiometer was evaluated and reseated. The system was tested and found to be working as intended and returned to service.